Manufacturer narrative:
There is no indication of a malfunction of the mr system that could have contributed to the incident. The injury, 1st degree burn on the abdomen of the patient was most likely caused by localized heating inside the xl torso coil. This localized heating could have emanated from scanning parameters used in combination with the scan duration. Unfortunately no logfile is available to confirm this. We consider this incident to be attributed to the one mentioned in the communication surrounding correction 2024-pd-mr-008.

Event description:
Philips identified a report that the patient experienced 1st degree burn (skin reddening) during left thigh examination to the abdomen with sense xl torso coil. This case was found during a retrospective review of older cases. The torso xl coil has been investigated via issue impact assessment and health hazard evaluation for previous burn incidents. It was concluded that there is a reasonable probability that use of or exposure to this type of coil will cause medically reversible or transient adverse health consequences. As a result, this issue has been determined to be a potential risk to health.